Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Just over two months post implant of a new implantable cardioverter defibrillator (ICD), it was reported that patient went to their clinic after hearing an audible alert over the weekend. It was found that a lead integrity alerted triggered for the right ventricular (rv) lead due to sic (sensing integrity counter) and impedance variations. The clinician said they will have an x-ray done to see if the lead connector is fully inserted and will then discuss with the physician. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up was conducted with the clinic and from the information obtained it was further reported that there was no connector issue and instead it was the tip-to-ring vector issue. The rv lead was reprogrammed tip-to-coil and remains in use.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indic ated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
F information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was performed to change the sensing vector from bipolar to tip to coil.

Event description:
It was further reported that ten days post-implant of a cardiac resynchronization therapy defibrillator (crt-d), the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to oversensing noise and variable pacing impedances to high/undefined levels. The lead currently remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.